Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient was still having concerns with the device/ therapy. The patient had an appointment in 2007 with her medtronic representative. It was noted that the patient had been having medical repercussions for 2 and a half months.

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient asked for help to check device. Her device stopped working for controlling her symptoms in 2013. The patient also reported having utis (urinary tract infection) since 2013 due to not being able to void properly. She was twice in the hospital with uti in the last 2 weeks. The patient currently does not have a managing hcp (healthcare provider). Patient service reviewed patient¿s device was implanted in 2002 and it was very likely ins (stimulator) was depleted. Patient agreed and said she has been trying to tell this to hcps. It was later reported by a healthcare provider that the patient does not think device was working any longer. The patient wanted to get device tested in their office. Additional information received reports that the patient had been in and out of the hospital once a week over all of these issues for the last month. She says she had been waiting 8 years for someone to fix her stimulator. Caller reports a representative was aware of event being reported. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) had not been checked "in a while" and "isn't working". It was noted that the patient had an ongoing infection what is thought to be uti and not an infection of the ins system components. The patient confirmed that they were having constant utis at the time of report. The hcp became aware of the issue on (B)(6) 2015 and the patient had to go to the emergency room (ER) on the same date. The patient was treated with antibiotics but this treatment was stopped because the infection issue was going to be addressed with surgery. It was also noted that the ins was dead and the system was to be replaced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3886, lot# j0204999v, implanted: (B)(6) 2002, product type: lead. (B)(4).